Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon was unable to be inserted. The balloon was replaced. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: a4, b4, g4, g7, h2, h3, h6, h10. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was not returned for evaluation. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was able to be cleared. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the balloon was unable to be inserted. The balloon was replaced. There was no reported injury to the patient.